Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a slightly calcified and moderately tortuous distal sfa. During the 8th inflation at 14 atm, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.